Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. The reason for call was patient stated that when they first put the device in, they could feel a shock at the tailbone. Patient stated that ever since then, it doesn't shock, but it throbs on the side of their butt. Patient added that the last 2 days, it throbbed at their vagina and they had to turn it down because it hurt so bad and it hasn't worked very good. Patient noted that they turned it down last night and now it's not working again. Agent reviewed with caller that it is normal to feel stimulation anywhere in the bicycle seat area. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they're scheduled to see hcp on thursday (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.